Manufacturer narrative:
An RMA was authorized but not received. Therefore, no confirmation or investigation of the complaint was possible. No further resolution was necessary for this complaint. H3: device evaluated by manufacturer? No, not returned to manufacturer. H6: investigation findings updated to 3221. H6: investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 30 january 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.